Manufacturer narrative:
Additional data: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161492 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-100 / lot m161492, test base part number 190-430 / lot m161492. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161492 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2021-03357, 1221359-2021-03359, and 1221359-2021-03360.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot m161492 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-100 / lot m161492 , test base part number 190-430 / lot m161492 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161492 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2021-03357, 1221359-2021-03359, and 1221359-2021-03360.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: 1221359-2021-03357, 1221359-2021-03359, 1221359-2021-03360.

Event description:
The customer reported 5 false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report addresses event date two (2) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 tested directly. (No viral transport media used). Repeat testing was not performed. Rt-pcr confirmation testing was performed with coreman platform and generated negative results. No additional patient information, including treatment and outcome, was provided.